Event description:
It was reported that a pediatric patient developed an infection following the use of rhbmp-2/acs in spinal surgery. The infection resolved after surgical irrigation and debridement and retention of the implants.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.